Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal patient called in with a large manual drain following treatment. The patient stated when he started treatment on (B)(6) 2014, after the initial fill the heater bag was empty. The patient stated the filled with 2048ml and felt bloated he canceled treatment and did a manual drain and he drained out 4400ml. A follow up call was made to the patient's peritoneal dialysis nurse. The patient's peritoneal dialysis nurse was aware of the event. The patient was asymptomatic. There was no medical intervention or injury. The reported drain volume of 4400ml was 220% over the expected drain volume resulting in a reportable device malfunction.